Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an integrity bms stent. The device was inspected prior to use with no issues noted. The lesion in the rca was calcified and had been pre-dilated prior to the attempted stent placement. The integrity failed to cross on the 1st attempt and was removed. The stent was perfectly fine on visual inspection for the first use. Additional prep work was done on the vessel, and the stent was going to be re-inserted, but under visual inspection a burr was noticed and it was not used a second time. A second stent was chosen and it crossed the lesion and the patient and case was fine. No patient injury reported.